Event description:
Event description boston scientific received information that this defibrillation lead exhibited high thresholds and decreased sensing due to a dislodgement. However, during the revision procedure the right atrial transvenous lead also became dislodged and was repositioned.